Event description:
Pt reports: "went through numerous doctors until one discovered that the sutures showed up as granulomas in an ultrasound of the vaginal cuff where the cervix used to be. He had to cut them out in an office procedure with a laser.